Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to unknown reasons. No adverse patient effects were reported. Additional information was provided, it was reported that this pacemaker was found to be operating in safety mode. Hospital is in possession of the device and is not expected to be returned.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to unknown reasons. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to unknown reasons. No adverse patient effects were reported. Additional information was provided, it was reported that this pacemaker was found to be operating in safety mode. Hospital is in possession of the device and is not expected to be returned.